Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative. A dye study was planned for wednesday (B)(6)2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine 30 mg/ml; 1.44 mg/day via an implantable pump. Indication for use was failed back surgery syndrome and spinal pain. The date of the event was approximately (B)(6) 2017. It was reported a volume discrepancy occurred. The actual residual volume (arv) of 20 ml was greater than the expected residual volume (erv) of 14.8. The pump was filled with only 20 ml back in (B)(6) even though it is a 40 ml pump. The pump logs and programming were checked and the reservoir was accessed. It was confirmed that the logs show no issue with the pump and programming was correct. The patient¿s neck pain was getting worse over the past couple of months. No further complications were reported.

Manufacturer narrative:
References the main component of the device system the relevant components include: product ID 8780 lot# serial# (B)(4) implanted: 2014 (B)(6) explanted: product type catheter fdd 62823 no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that on 2017-oct-26, at the time of last refill the hcp noted that he emptied 20 cc from the reservoir, which was the amount that had been filled on the prior fill. The expected was much lower though the hcp did not specify the amount expected. A dye study was attempted today, but the hcp was unable to aspirate the catheter from the catheter access port (cap) in multiple attempts. The patient was referred to another hcp for catheter revision. The issue was not resolved at the time of this report. Surgical intervention was planned but not scheduled. The patient's status was "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via manufacturer representative (rep). It was reported that it was unknown if the neck pain was related to the volume discrepancy. There was no actions/interventions taken to resolve the volume discrepancy. For the cause of the volume discrepancy, the hcp stated that the believed that the catheter was occluded based on being unable to aspirate from the catheter during attempted dye study. The volume discrepancy and neck pain have not been resolved. No further complications were reported.